Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: "needle placed on boostrix/dtap vaccine. Unable to expel vaccine from syringe/needle; felt to be a possible lock within the needle/device."

Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation with no sample analysis the symptom reported could not be confirmed.